Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Mother reported she is unable to cancel a programmed bolus by using the up/down button on the infusion device, and patient's doctor confirmed this complaint. Mother also reported the power consumption of the infusion device is higher than normal. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.